Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-49 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The reported condition of an f-49 alarm could not be verified as the device would not turn on. However, issues related to the f-49 alarm were found. Battery testing revealed that the battery was damaged. Visual inspection revealed that the device had blown fuses. To correct the condition, the battery and the fuses were replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should relevant information become available, a supplemental report will be submitted.